Event description:
Eleven cases of deep-vein thromboses (dvts) were reported after the use of vari-lase procedure kits in a non-significant risk clinical study. The study evaluated the treatment of incompetent perforator veins. The dvts formed after treating incompetent perforator and great saphenous veins. The study investigator categorized six of the dvts as being related to the device use in treating perforator veins, and of these six, four were considered to be non-serious, due to the limited extent of thrombus formation. The remaining five dvts were categorized as resulting from treating incompetent great saphenous veins. The treatment dates ranged from 2007 through 2008. Some of the pts were treated with blood-thinning medications, and at the time of this report, most of the thromboses were resolved.